Event description:
It was reported that a pump alarmed system error 345 while delivering heparin to a pt. The device required a "power off" followed by a "power on" sequence. The system error occurred twice and the pt required two add'l lab draws.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Review of the device history log confirms two occurrences of system error 345 during the reported infusion segment. The reported system error was caused by a failed upstream sensor. It is unclear that the system error caused or contributed to the pts outcome, reported increased inr or the need for 2 add'l lab draws. Sigma previously evaluated this complaint on (B)(4) 2012 and considered the event to be not reportable. Subsequent to this decision, sigma received info which indicated the need for re-evaluation of this reportability decision. As a result of this re-eval, sigma considers this event to be reportable.